Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right tka revision. Surgeon revised a poly size 8 x 13 mm ps to a 8 x 19 mm ps due to instability.